Manufacturer narrative:
Findings: pump passed displacement, rewind, basic occlusion, occlusion, prime/a33and excessive no delivery test. No unexpected motor error alarm noted. Unable to verify e70 alarm in alarm history screen due to over written history file. The motor was tested outside of the device and passed. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window. (B)(4).

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.